Event description:
Approximately one year after most recent treatment with bovine collagen, the pt developed nodules at the treatment sites which come and go. Follow-up correspondence provided additional information: physician prescribed oral minocycline to treat the symptoms.